Event description:
Received a report from the mother of a consumer indicating her daughter experienced difficulty and discomfort removing a tampon pledget. Upon removal of the tampon pledget the consumer indicated that there appeared to be two tampon pledgets attached by one string. No injury reported. It is specially impossible to fit two tampon pledgets in one applicator.

Manufacturer narrative:
Data code info advised by the consumer has been sent to qa for investigation. We await the results. We have requested and await the consumer's return of product for evaulation.